Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customer mention having low blood glucose levels and sensor was not registering them. The customer was assisted with sensor glucose vs blood glucose trouble shooting. The customers blood glucose level was 50mg/dl. The customers sensor glucose level was 180 mg/dl. The customer was informed differences where not within acceptable range. The customer was advised to inspected sensor, sensor with some lifting of it around the backing of the transmitter. The insulin was not suspended due to sg values. The customer is advised to call back if issues continue.